Manufacturer narrative:
The pt was treated in the ICU and recovered fully. The facility explained that the tube's length was greater than this pt's short neck. A thyroidectomy and neck dissection procedure were performed on this pt four days later, using a separate emg et tube that was carefully positioned. The procedure was performed uneventfully.

Event description:
The facility reported that, even though the emg tube appeared to be in good position, it was actually in the pt's left mainstem bronchus. This caused the right lung to collapse. The tube was removed, a portex tube was inserted, and the problem was resolved.